Event description:
It was reported that the pump was dropped and as a result, the touch screen became cracked, unresponsive, and unreadable as the touch screen had blue and green spot on the display. Customer¿s blood glucose was 317 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.